Event description:
After 5 days of implantation, this pacemaker was explanted due to an infection.

Manufacturer narrative:
Since this device was not returned, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Devices sold and labelled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Morevover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.